Manufacturer narrative:
Follow up #2 26-apr-2018 device evaluation: in q1 2018, there were 4 instances of battery compartment and cap failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 103 allegations of a malfunction, 50 pumps were returned to animas and investigated. Of the investigated pumps, 48 were found to be malfunctioning due to a cracked battery compartment and damaged battery cap. During investigation for unrelated complaints, there were 41 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 103 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-82 years of age and between 17 and 220 pounds. Of the reported patients, 57 were male and 46 were female.

Manufacturer narrative:
Follow-up #3: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of battery compartment and cap failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 28 instances of battery compartment and cap failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.